Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with product return. Visual inspection confirmed that the distal tip has completely fractured from the shaft. Wear marks were observed on both the proximal and distal ends of the driver indicating repeated use. A small tear was observed in the silicone sleeve near the center of the shaft. The device was submitted for further analysis. The analysis determined the flexible driver sample showed that the wires fractured due to fatigue. One of the wire fractures analyzed revealed debris and excessive smearing around its circumference which obscured the evidence of crack initiation site. Fatigue mode of fracture identified in the non-smeared areas, exhibiting striations near the center of the fracture. The material analysis of the device showed that it was consistent with a 304 stainless steel grade. The device has an approximate field service age of 3 years 3 months. It is unknown how many times the device was used. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the during a initial hip arthroplasty, during implantation of the acetabular screws the drill driver fractured into two pieces. No additional information is available from the event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.